Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned, therefore the reported event could not be confirmed. An event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for a recanalized, saccular aneurysm in the left internal carotid artery (ica) at the ophthalmic artery. The aneurysm had been coiled 1.5 years earlier. The aneurysm measured 7-13mm with a 7mm neck. The vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. It was reported that during deployment, the pipeline flex partially opened on the distal and proximal ends and the middle section could not be opened. Attempts were made to open the device including attempting in straight and tortuous vessels. The pipeline flex was resheathed and re-deployed two times. The pipeline flex was not able to open. The device was removed. A new pipeline flex was able to be implanted without issue. Afterward, immediate stagnation in the aneurysm was observed. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information, device evaluation the pipeline flex was returned for evaluation with the catheter. As received, the pipeline flex braid was observed to be released from the dps sleeves and was attached to the pushwire. The pipeline flex pushwire was pushed out of the catheter with no issues. The pipeline flex braid was observed to be fully open with slight fraying on the distal end and no damage in the middle or proximal sections. The pushwire was observed to be kinked approximately 98.5cm from the distal tip coil. Based on the analysis findings and event details, the report of pipeline flex failure to open in the middle section could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid observed to be fully open. It is possible that the damage to the braid and the patient¿s moderate vessel tortuosity contributed to the reported issue. In addition, the pushwire was observed to be damaged (kinking). However, the cause for the damage could not be determined. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture.